Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. The keypad and labels were intact. The lens was worn however. Error code error 1871 was observed in the event log. The customer's reported product problem regarding the statement "showed lec 1871 code" was confirmed. The code 1871 error is a motor time out error. Upon further investigation, the investigator determined that the optical switch had an unsoldered wire. The optical switch was replaced as a result. The root cause for the product problem was unknown.

Event description:
Information was received that during pre-testing of this smiths medical cadd legacy pump, the pump exhibited alarm and displayed error code 1871. It was reported that the patient tried removing the batteries and reinserting them, but error code still persisted. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.